Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ping enhanced meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on an unspecified morning towards the end of (B)(6) 2016. The patient stated that she manages her diabetes with insulin (self-adjuster) and claimed she took her usual dose of insulin when she was unable to test her blood glucose due to the alleged issue. The patient reported that 6-7 minutes after the alleged issue began, she developed symptoms of feeling ¿disorientated, sweat and passed out¿. An ambulance was called to the patient¿s home however, the treatment provided was not reported. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that the correct test strips were being used for testing. The alleged power issue could not be resolved. Replacement products were sent to the patient however the patient no longer had the products involved in the complaint available to return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.